Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings:.during investigation, b/box showed evidence of cs088 alarms. During 24hr testing pump emited cs088 alarm, unable to complete step 22..a leak test fails due to battery compartment crack above & below bumper pad. Removed pump cover; moisture damage was found internally on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.